Event description:
It was reported that during deployment of another company's stent, a stent strut was found to be flared. After a vision 3.0x15 stent was deployed, a clot was observed and the physician tried to place a vision 3.0x08 stent to try and compress the clot. However, the stent dislodged from the stent delivery system (sds) balloon and the physician attempted to snare the stent; however, this was unsuccessful and the stent remains in the pt. The physician feels that the other company's flared stent caused the vision 3.0x08 stent to dislodge.